Event description:
Surgeon reported that at the end of a cataract surgery performed in 2009, he wanted to refill the anterior chamber with irrigating solution. So, he reused the hydrodissection cannula and the luer-lock syringe. The cannula suddenly detached from the syringe. As a result, there was a luxation of the iol. Which fell into the posterior segment, a vitreous hemorrhage, retinal hemorrhage, retinal tears and capsular tear occurred. To complete the procedure, the surgeon had to perform a posterior vitrectomy in order to remove the iol and to treat the retinal tears with laser and gas to reduce the risk of retinal detachment. The surgeon implanted a rigid (iol) lens in sulcus. At the beginning of august, the surgeon reported a retinal detachment occurred and the patient underwent a second surgery the following month. Patient's current status is unknown. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 09/25/2009.